Event description:
It was reported that the patient has been referred for an explant surgery as the patient has been calling the physician for 2 weeks with choking sensations and problems breathing. It was noted that the patient¿s settings were last increased in the initial titration visit in (B)(6) 2015. Good faith attempts for further information from the physician have been unsuccessful. Although surgery is likely, it has not occurred to date.